Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of inappropriate shock is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient received an inappropriate shock just post-implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was reproducible when moving the electrode but not the device. Technical services (ts) review of imaging revealed what appeared to be air around the electrode (xiphoid incision). The patient was noted to be muscular. Ts suggested programming to the secondary vector temporarily and discussed the timeframe for the dissipation of air after implant. The s-ICD system remains in service.

Event description:
It was reported that the patient received an inappropriate shock just post-implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was reproducible when moving the electrode but not the device. Technical services (ts) review of imaging revealed what appeared to be air around the electrode (xiphoid incision). The patient was noted to be muscular. Ts suggested programming to the secondary vector temporarily and discussed the timeframe for the dissipation of air after implant. The s-ICD system remains in service.